Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic forceps device would not open and close smoothly and was getting stuck in position prior to surgery. There was no patient contact or patient impact to report. Additional information has been requested.